Event description:
The report stated that during testing in biomedical engineering their power meter registered 150-300 watts of output when the unit was set at 100.

Manufacturer narrative:
When our eval is complete a follow-up report will be sent with the results of our investigation.